Event description:
A bipap a40 ventilator was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device will be scrapped as per the customer's request. This complaint will be included in fsca 2021-05-a. Additional findings not related to the malfunction/issue: the device also had evidence of tobacco and dust/dirt contamination.